Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer received the above pump (B)(6) 2026, from the ward with a sticky note that said ¿pump vtbi/rate wrong. Infusing too fast vs what screen says¿. No open wo no psls number. Customer connected tubing to do a rate check. With the door to the pump closed there was free flow at the patient connector. Customer asks bd canada to initiate an inspection/operational check of this pump. Customer also asks to arrange a no charge po to facilitate this. There was patient involvement, however outcome is unknown.